Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic case. According to the reporter: during the laparoscopic case, the white tip on the bladeless port broke off and fell into the patient when the port was being put through the abdominal wall. The tip was retrieved through another port. No patient injury was reported. No additional information available at this time.